Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
Boston scientific received information that after less than two months of implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a remaining longevity of less than one year. Disk analysis found the most recent battery voltage was 3.064 volts however the average power consumption was higher than expected. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.